Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The backplane fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.